Event description:
It was reported that on may 22, 2024 during incoming goods checking by distributor, it was found that the threads of screw head are not cross shaped and cannot be used. There were no adverse consequences to the patient. No additional information could be provided. This report is for one (1) 1.85mm ti matrix screw self-drilling/5mm this is report 2 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part 04.511.225.01c, lot 6056p81: release to warehouse date: may 19, 2023. Manufacturing site: werk selzach. Supplier: (B)(4) . A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. H3, h6: a photo investigation was completed: analysis results revealed that the cross slots on the screw are twisted/deformed. The investigation was able to confirm the reported allegation. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed. The root cause of the complaint condition can be confirmed due to the manufacturing issue. Each of the nonconforming parts have a deformed cross slot on the screw head; the complaint regarding this issue is confirmed. It was determined that the defects are a result of the pickoff tension on the collet being set incorrectly (not tight enough), causing cross slot deformities that were not detected during inspection. Relevant actions have been taken to address the issue. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This issue was observed at the hospital, during incoming inspection and sterilization preparation.